Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service specialist fse reported that the drawer power and communication connections were inspected. The fse added that all connections on the half height matrix drawer version 2.2 were reseated. The fse noted that no mechanical damage or hardware issues were found during the inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main 2.2 repeatedly failed while the drawer was open and being accessed. During the inventory count, the drawer had been opened, and it failed again once the process was started. It was also noted that when the physician used the machine during a case, the unit could fail, resulting in the patient not being charged for medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.